Event description:
T1 failed to deploy during a meniscal repair. A large hole was left in the meniscus. A back up device was available.

Manufacturer narrative:
Device has not yet been returned for evaluation. (B) (4)